Manufacturer narrative:
The user facility returned the device for evaluation. The device was tested using olympus test equipment, a probe check was performed and the device passed the probe check. There was tissue built up on the device. Visual inspection on the device was performed and found the teflon pad was separated totally from the jaw, exposing metal. The detached teflon pad was inspected under the microscope and charred marks were noted on it. In addition, there was foreign material found on it and appears to have been slightly stretched at the proximal end. The distal end of the device was inspected under a microscope and found scrape, dents and charred marks on the probe unit. Additionally, charred marks and scratches were found on the jaw. The user¿s complaint was confirmed. The most likely cause for such teflon pad damage is due to no tissue or insufficient tissue between the probe and jaw when the device is activated. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a laparoscopic assisted vaginal hysterectomy procedure, the teflon pad was fell into the patient. Furthermore, olympus was informed that the teflon pad was retrieved successfully from the patient using graspers. The event occurred while the doctor was using the cut and seal function of the device. No medical or surgical intervention was provided. The device was inspected prior to use and no abnormalities were observed. The intended procedure was completed using another thunderbeat device. There was no patient injury reported.